Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter ¿doctor¿s meter¿. The complaint was classified based on the customer care advocate (cca) limited documentation, two unsuccessful attempts were made to follow up with the patient to verify events and a follow up letter was mailed. The reporter stated that the alleged issue first began on (B)(6) 2017, unspecified time. The patient stated that she obtained an alleged unspecified inaccurate high glucose result on the subject meter, which she compared to an unspecified result on the other meter performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with insulin pump therapy and had been experiencing symptoms of ¿dizzy, shaking, lightheaded and muscle control¿ on an unspecified time before the alleged product issue began. The patient stated that she was treated with food and drink ¿juice and crackers¿ by an hcp. At the time of trouble shooting, the cca confirmed that the sample was taken from an approved sample site and the correct testing steps were used. The test strip vial was neither cracked nor broken and the test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.